Event description:
Boston scientific received information that this patient exhibited increased atrial thresholds and impedances. These values were high in the current device as well in the previously implanted device, however, the physician elected to leave the lead implanted when this device was placed in the patient. Recently, the ventricular lead impedances have also risen from 700 ohms to 1700 ohms, while the shocking impedances remain stable at 47 ohms. The ventricular capture thresholds had also risen. During the last follow up visit, the patient was exhibiting loss of capture. The outputs were reprogrammed and the patient will be monitored daily via remote monitoring equipment. Printouts show that the impedances spike abruptly then go back down. The daily monitoring will tell the physician if anything else happens. The lead and device remain implanted. To date, there have been no adverse patient effects reported.

Event description:
Additional information became available that this patient's home monitoring equipment detected a high out of range pacing impedance for this patient's right ventricular (rv) lead (non boston scientific). The physician is aware of it, and has no plans to intervene. To date, no adverse patient effects have been reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.